Event description:
It was reported that a large volume folfusor burst. This occurred during filling with sodium chloride. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: (B)(4). The lot was manufactured from november 19, 2014 to november 20, 2014. The device evaluation was completed to investigate the reported issue. Visual inspection noted a ruptured bladder. Further microscopic inspection revealed a marking located on the exterior surface of the bladder, near the rupture line. Therefore, the reported condition was verified through evaluation. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available; a supplemental report will be submitted.